Event description:
On (B)(6) 2014, the reporter contacted animas and alleged they had attempted to deliver 12u bolus with 2 hr max limit set at 10u, and the patient's blood glucose (bg) rose to 600 mg/dl with vomiting. Customer support determined this to be a training/misuse situation, related to the 2 hour maximum limit. There was no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Pump was returned with the max 2-hour delivery set to 50.0u. No max 2-hour delivery warnings observed in the current pump history. Pump completed 24hr duration testing with no eaw¿s. A 10u normal bolus & a 10u audio bolus were successfully delivered with no eaw¿s. Available tdd correctly reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.